Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that the patient had developed an abscess at an unknown anatomical location. It is unknown if the abscess in (B)(6) 2026 is related to the implanted implantable pulse generator (ipg). No further information has been obtained despite good faith efforts.